Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (won't power on) was unable to be duplicated. Upon investigation the battery charger was able to power on. The cause for failure was isolated to the fu100 component being internally shorted. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.